Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional testing of the device. A visual inspection was performed. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:52:57. During night drain cycle one, the patient's ultrafiltration reading was 1405ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 1700ml. No additional information is available.